Event description:
It was reported the patient presented remotely via merlin.net. Review of the transmission revealed the implantable cardioverter defibrillator (ICD) delivered a non-sustained right ventricular oversensing (nsrvo) alert for post-paced t-wave oversensing (pptwos). Programming changes were discussed; no changes or interventions were reported. The patient was stable before, during, and after the episode.

Event description:
New information received notes that programming changes were made. The patient was stable.

Event description:
It was reported the patient presented remotely via merlin.net. Upon review, the implantable cardioverter defibrillator exhibited post-paced t-wave oversensing again. No intervention was performed. No patient consequences.